Manufacturer narrative:
The ventilator was swapped with no patient harm. The gas delivery system (gds) assembly was returned for failure analysis. Visual inspection revealed no anomalies. Failure investigation was completed and the customer complaint cannot be verified. Test ventilator with returned gds and daq board passes pressure testing. No fault found.

Manufacturer narrative:
G4:07dec2020. B4:02apr2021. The field service engineer (fse) evaluated the device and confirmed the reported problem. The fse replaced the gas delivery system. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10dec2020.

Event description:
The customer reported pressure sensor failed. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
G4:13mar2021. B4:18mar2021. Failure analysis on the returned gas delivery system (gds) and data acquisition (da) board shows that the gds and da board was tested, and no failures were identified. Customer complaint cannot be verified. Test ventilator with returned gds and daq board passes pressure testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.